Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels range above (200-350 mg/dl) the customer would deliver boluses to stabilize bg level. The suspected cause was possibly due to hormones. Reportedly, the health care provider asked the customer to upload pump data to adjust rates. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.